Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had broken and missing output connector pins. It was indicated that a pin from a patient cable was broken off in the atrial output connector. It was also indicated that both display wires were pinched but the insulation was not compromised. It was also indicated that two case screws were contaminated. These parts were replaced and the epg passed final functional and system tests.

Event description:
It was reported that the external pulse generator (epg) had broken and missing output connector pins. The epg was returned for service. There was no patient involvement.